Manufacturer narrative:
Conclusion: the relationship between the duration of implant and the incidence of stroke cannot be determined from the information provided; however, stroke it is a known potential adverse effect per corevalve instructions for use (IFU). A conclusive cause could not be determined from the limited information available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 14 months post implant of this transcatheter bioprosthetic valve the patient presented with symptoms of left-sided weakness, confusion, and lethargy. The patient had a magnetic resonance angiogram (mra) which showed luminal irregularity with moderate segmental stenosis of the left greater than right intracranial internal carotid arteries predominantly involving the cavernous segment. An magnetic resonance imaging (MRI) showed a few foci of t2 signal abnormality predominantly in periventricular white matter bilaterally. There was no acute infarction, hemorrhage or mass noted. An internal review of the magnetic resonance imaging (MRI) revealed a recent stroke. The physician felt that the device possibly could have contributed to the stroke. The device remains implanted and the patient continues to be monitored. No further adverse patient effects have been reported.

Manufacturer narrative:
The product remains implanted and therefore has not been returned to medtronic. A supplemental report will be filed when the investigation is completed. (B)(4)